Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during an esophageal endoscopy procedure performed on (B)(6) 2009. According to the complainant, during preparation, the unit failed to power up. The procedure was completed with another endostat iii electrosurgical unit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information provided by the site indicated that the problem was corrected by reseating the console fuses.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).